Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence and subsequent surgical intervention; however, no details have been provided. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. This emdr represents the bard/davol mesh - composix (device #1). Additional emdrs were submitted to represent the bard/davol sepramesh ip (device #2) and the bard/davol ventralex st (device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2000, the patient underwent surgery for the repair of an incisional hernia. A bard/davol composix mesh was implanted to repair the hernia. It is alleged on or about (B)(6) 2003, the patient underwent further surgery to excise and repair the defective composix mesh. It is alleged on or about (B)(6) 2012, the patient underwent another operation to remove the defective composix mesh. A bard/davol sepramesh ip was implanted to repair the hernia. It is alleged on or about (B)(6) 2014, the patient underwent a further operation to repair the incisional hernia. A bard/davol ventralex st was implanted to repair the hernia. It is also alleged that the patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain and mental anguish. The patient has suffered pain, disability, hospitalizations and additional surgeries. It is also alleged that the patient has suffered and continues to suffer chronic pain, psychological stress and depression. It is also alleged that the patient has undergone and will likely require in the further other forms of care and medical treatments. Attorney also alleges that the device was defective.